Event description:
The consumer reported four (4) false negative results with the binaxnow covid-19 antigen self-test for one (1) patient performed on (B)(6) 2023. This MFR. Report addresses test two (2) of four (4). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal sample. Confirmation testing with an unknown antigen test was performed on (B)(6) 2023 and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 221475 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 221475, test base part number 195-430h/ lot: 218320. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 221475. Showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.h3 other text : single use-device discarded.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported four (4) false negative results with the binaxnow covid-19 antigen self-test for one (1) patient performed on (B)(6) 2023. This MFR. Report addresses test two (2) of four (4). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal sample. Repeat testing was performed on (B)(6) 2023 and generated a negative result. Confirmation testing with an unknown antigen test was performed on (B)(6) 2023 and generated a positive result. No additional patient information, including treatment and outcome, was provided.